Event description:
We received a report that during the implantation of an intraocular lens (iol) the surgeon noted that the wrong lens had been pulled. He removed the iol by enlarging the incision slightly and replaced the iol with an zmb00. No surgical complications, such as a vitrectomy, were required. The patient is reported to be doing well.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to our manufacturing site for evaluation. The returned sample was inspected at 10x microscope magnification where the visual inspection revealed that the lens was cut in half with surface residuals adhered to the optic body compatible with the implant and explant process of the lens. No cosmetic conditions related to the manufacturing process were identified in the returned sample lens. The lens condition was consistent with a lens that has been explanted. A review of the manufacturing records was performed and all process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.